Event description:
EU complainant reported the patient was on impella 5.5 support and during support, the patient had tachycardia related to the impella. The impella was explanted and the tachycardia stopped. Additionally, an impact study found a probable relationship between the impella procedure and the patient's pain in their pectoral. Patient was admitted for a revision of the subclavian artery, right side. The patient had pain in the thorax right side, suspected distress from the impella goretex graft, surgery. The patient survived the event.

Manufacturer narrative:
The impella device has been discarded by the customer, therefore, investigation of the device is not possible. Should any new information be received, a supplemental MDR will be filed. Section: warnings & cautions: cautions: ¿physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿ caution: ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿ section: warnings & cautions: warnings: section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿

Manufacturer narrative:
The investigation of tachycardia and vascular damage - peripheral vessel has been completed. The impella device was not returned for evaluation. As the necessary information was not provided, the root cause of the tachycardia was not determined. A probable relationship between the impella procedure and the patient's pain in their pectoral pain was reported. The patient was admitted for a revision of the aortic subclavia, right side. The patient had pain in the thorax right side, suspected distress from the impella goretex graft, surgery. The cause of the vascular damage peripheral vessel was not determined due to lack of clinical information and no product returned. B.3 revised date of event as it was previously reported incorrectly on the initial manufacturer device report number 1220648-2025-25823. E.1 revised first name and address line 1 as they were previously reported incorrectly on the initial manufacturer device report number 1220648-2025-25823. G.1 revised manufacturing site address as it was previously reported incorrectly on the initial manufacturer device report number 1220648-2025-25823. G.2 revised as health professional was inadvertently omitted from the initial manufacturer device report number 1220648-2025-25823. G.6 30-day was inadvertently omitted from the initial manufacturer device report number 1220648-2025-25823. H.6 code 1721 was previously reported incorrectly on the initial manufacturer device report number 1220648-2025-25823 and a new code was added. H.10 additional manufacturer narrative instructions for use (ifus) were reported on the previously submitted manufacturer device report number 1220648-2025-25823 incorrectly. No ifus are needed to be reported for this report in accordance with updated procedures.